Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button was not responding. It was also reported that area near battery compartment was cracked. Insulin pump will be replaced.

Manufacturer narrative:
All buttons functioned properly, and no damage was noted on the keypad assembly. The keypad connector was locked properly on the lcd board. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip. No crack was found near the battery compartment.